Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform excessive no delivery alarms due to prime/fill anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had no delivery alarm and prime/fill anomaly. The blood glucose at the time of the incident was 313 mg/dl the customer states the insulin squirted out, during manual prime. The customer states the insulin continues to drip after letting go of the act button. The customer states the amount of insulin on the screen does not match what is in the vial. There was no compromised force sensor alarm in the history, but there was a no delivery alarm. The drive support cap appears intact. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.